Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples available. This is the second complaint of this code batch for the same defect and same client. The 1st one was closed as not justified after the analysis. There were (B)(4) units of this code batch manufactured. There are no units in OEM stock. Without any closed and/or defective sample we cannot carry out an analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Action on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment at time of suturing.